Event description:
It was reported to boston scientific corp in 2009, that an endostat iii electrosurgical unit had planned to be used the same day. According to the complainant, during pre-procedure setup, the generator kept giving a pad fault alarm. A new pad was used, but the pad fault alarm continued. While troubleshooting, testing also indicated that no power was being delivered whether in monopolar or bipolar mode. Another electrosurgical unit was used to perform the procedure. There was no pt involvement during this event. Attempts to obtain add'l info regarding the circumstances surrounding this event have been unsuccessful to date. Should add'l relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The serial number provided by the end user could not be confirmed; therefore, the device manufacture date and exp date cannot be determined. The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed.